Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous distal right coronary artery to posterior descending artery branch. The lesion was predilated with an unknown 2.5mm balloon. The 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion and the physician attempted to inflate the balloon to 5 atms, however; the balloon would not inflate to deploy the stent. The device was removed from the patient and a hole was noted on the distal end of the balloon. The procedure was completed with a 3.00x20mm non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).